Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. They had just installed a new battery into the device. During device evaluation, physio-control observed that the device had a service wrench icon in the readiness display, and zero bars in the battery charge icon (very low state of charge). The battery itself showed three leds for the battery charge status (> 50% charge). The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly kept the device from powering on. The analog pcb assembly was then removed and evaluated. Physio determined that the cause of the reported issue was due to an inductor, designator l1 on the analog pcb assembly, being electrically open between legs 2 and 3. A replacement device was provided to the customer under warranty.